Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the sleeve covering the non-patient cannula was missing. This resulted blood leakage from the non-patient end of the device. No impact was reported.

Manufacturer narrative:
Investigation summary bd had not received samples, but 1 photos was provided for investigation. The photo was reviewed and the indicated failure mode for poor sleeve function was not observed. Additionally, 10 retention samples from bd inventory were evaluated by functional testing with 6 tubes per device and the issue of poor sleeve function was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor sleeve function. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using a bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the sleeve covering the non-patient cannula was missing. This resulted blood leakage from the non-patient end of the device. No impact was reported.